Manufacturer narrative:
Inspection of the returned msd confirmed the msd was fractured in the transition zone between the shaft and the treatment zone. The condition of the fracture surface was consistent with the msd being kinked during placement. Damage caused by the kink interfered with the ability of the msd to operate properly and subsequently led to fracturing of the msd during removal. Manufacturing records were reviewed and all applicable procedures were followed and appropriate quality inspections were performed prior to release of the catheter. Page 7 of the instructions for use for the ekosonic mach4 endovascular device contains the following warning: "warning: if an infusion catheter or ultrasonic core becomes kinked or otherwise damaged during use, discontinue use and replace."

Event description:
During treatment of a chronic dvt with the ekosonic system, following device placement the system repeatedly alarmed and turned off therapy. Several hours after placement of the device, the patient was brought back to interventional radiology to exchange the ekos catheter. The physician found the msd came out with ease, however, only the proximal third of the msd was removed, with the remainder of the msd retained inside the iddc. The physician was successful in removing the iddc with the remaining fragment of msd contained inside the iddc. This removal process caused guide wire access to be lost and the physician had to regain guide wire access to complete the procedure. Staff commented that at no time during insertion or removal was tension in the system felt. The patient was not harmed at any time during the initial placement through the follow-up angiography. Thrombolysis using ekos was achieved through the popliteal and femoral segments, however, chronic clot was still noted near the ilia-caval bifurcation. Percutaneous transluminal angioplasty (pta) was done.